Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device. Damaged/corroded sockets on the motor housing were identified as the probable cause of the device running on its own without activation.

Event description:
The core micro drill was sent in for evaluation because it was overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay; no adverse event was associated with the device.